Event description:
The manufacturer received information alleging "pressure sensor mismatch" alarm. The device was in clinical use. The patient was moved to another device with no impact. There was no harm or injury reported. A field service engineer evaluated the device and verified the error code. The device flow sensor, 3-way valve and proportional valve were replaced to address the issue.